Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 571 mg/dl. The customer treated himself with manual injections. The customer stated he was receiving calibration errors from his sensor. Standard troubleshooting was performed. It was discovered that the sensor's cannula was bent. The product is being returned. Nothing further was reported.